Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard an alert tone. Upon an in-office visit, high impedance and oversensing were observed, short v-v interval counts were also reported. It was further noted that the lead might have a possible fracture. Interrogation showed inability to demonstrate pacing capture at max output. The lead was reprogrammed off. The patient is having an echo-cardiogram performed to determine if the lead will be extracted and replaced. No patient complications have been reported as a result of this event.